Manufacturer narrative:
Device was returned for evaluation. The failure described by the adverse event form could not be replicated while testing the visionaire oxygen concentrator in question. The unit was reported as "not working," however the tests performed, which consisted of visual inspections and of multiple functional tests, revealed the unit to be operational. Visual inspections showed that the majority of test unit had no major damage beyond normal wear and tear. Only the unit's rotameter, with its broken adjustment knob, exhibited any substantial damage. Its damage likely resulted from a direct impact or from a user over torqueing the knob when adjusting the unit's output flow. Because the damage to the rotameter locked the unit to one output flow, roughly 3.5 lpm, the functional testing that followed only evaluated the unit's functionality at its single flow rate. The functional test results showed that unit met the functional specifications for oxygen purity and flow at the tested output flow setting.

Manufacturer narrative:
The unit has been returned for investigation. Results will be submitted via a follow-up MDR once the report is approved.

Event description:
Patient on oxygen therapy has passed away. Chief investigator (B)(6) is investigating the incident. Pictures of the unit were being taken by the investigator when the unit was moved and it stopped working. A tag on the unit was found stating that its last service occurred on march 2017 and its next service was due march 2018. Chief investigator asked for caire personnel to test the unit. Provider of the visionaire concentrator is (B)(4).